Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 100-1000 cfu /ml colony forming units (cfus) of pseudomonas fluorescens/putida and 1 cfu of staphylococcus is isolated coagulase negative. Suction channel and. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer¿s results of third-party testing, and the lms final investigation. Correction to b3, d4, e2 and g2 of the initial report to remove "consumer" and add "health professional" and "user facility". The lm reviewed the customer provided cds processes where information to judge deviation from the IFU (instructions for use) was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.